Event description:
The event is reported as: the device is causing a "flat line" image on the phillips monitor. No pt injury reported.

Manufacturer narrative:
The device is available for investigation, but has not been rec'd yet. The results of the investigation are not available at the time of this report. A follow-up report will be sent when completed.